Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient ins has been removed because it did not work. It did not help with the patient's pain and it was explanted at an unknown time. The patient also had an abandoned spinal cord stimulator paddle lead. No further information was reported. No additional patient symptoms were reported.